Event description:
A physician reported the cassette did not aspirate during ultrasound (us) phase of a cataract-vitrectomy combination procedure but started to aspirate during irrigation aspiration (ia) mode. The condition of actuation and cutting was unknown. The procedure was completed after the product was replaced. There was no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria only a used 25+ga probe manifold line was returned. The returned sample was visually inspected and no obvious defects were found. The cassette and other components were not returned with the sample. The probe was cut off from the manifold in the returned condition. The light emitting diode (led) rings on the console turned green as the probe connectors were engaged to the console indicating the proper communication between the probe and the console. The reported customer complaint could not be confirmed due to the lack of components returned. Unknown. As the customer did not return all components associated with this complaint sample, a full evaluation could not be performed. As described, it is important to remind the customer to return all products associated with the event for a full evaluation. No action will be taken for this occurrence, as the root cause is unknown. No adverse trends have been observed associated with the reported product and event. Quality assurance will continue to monitor customer complaints via the complaint review meetings, and will take action for any future occurrences as is deemed necessary. Consumables manufacturing has been made aware of this complaint. The manufacturer internal reference number is: (B)(4).